Event description:
On 03/25/1998 following a diagnostic procedure, an angio-seal device was placed in a patient's groin. On 03/26/1998 (at 0400 hrs) the pt awoke with pain, at which time a hematoma was noted. An ultrasound was performed which confirmed the presence of a pseudoaneurysm. This pseudoaneurysm was resolved with guided compression. The patient's blood loss was estimated to be 3-4 units, therefore the pt was transfused. The pt was also diagnosed with deep vein thrombosis (dvt) as a result of the pressure from the hematoma. The pt was started on heparin and coumadin to treat the dvt, and then discharged home. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.